Event description:
Medication started leaking at the connection between needle and syringe [device leakage]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of device leakage and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 03-sep-2024, amneal pharmaceuticals received information from the nurse via a voice mail concerning the above-mentioned adverse event experienced by the patient while on amneal's medroxyprogesterone acetate prefilled single-dose syringe. Follow-up (#01) information received on 04-sep-2024. Significant information received from a nurse via a telephonic call. Additional information included patient details, suspect drug start date, dose description, lot number, expiry date and event start date were added. On (B)(6) 2024 the patient was being treated with medroxyprogesterone acetate injectable suspension/150/mg/ml (ndc: 70121-1480-1, batch/lot: 240076, expiration date: feb-2026 and serial number: (B)(6)) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that on (B)(6) 2024 consumer received this sealed medication from the pharmacy. On (B)(6) 2024 while administering this medication to the patient nurse noticed that medication started leaking at the connection between needle and syringe. The consumer received only a quarter of the medication. She did not request a replacement. Agreed to send the defective medication back to us. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome for the events device leakage and no adverse event was unknown. The reporter did not provide the causality of device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 23-oct-2024. New information received includes investigation report. Complaint sample was requested but not received. During the investigation it is confirmed that: no issues that could be related to the issue statement (leakage thorough the point where needle is connected) was detected in filling and visual inspection processes. The related material batches used on the manufacturing of batch are sampled, tested and released by qc if found compliant. Retention and reference samples could not be reviewed, however, samples reviewed as part of other investigations were found to be compliant. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome for the events device leakage and no adverse event was unknown. The reporter did not provide the causality of device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Medication started leaking at the connection between needle and syringe [device leakage] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device leakage and no adverse event in a female patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On (B)(6) 2024, (B)(6) pharmaceuticals received information from the nurse via a voice mail concerning the above-mentioned adverse event experienced by the patient while on (B)(6) medroxyprogesterone acetate prefilled single-dose syringe. Follow-up (#01) information received on 04-sep-2024. Significant information received from a nurse via a telephonic call. Additional information included patient details, suspect drug start date, dose description, lot number, expiry date and event start date were added. On (B)(6) 2024 the patient was being treated with medroxyprogesterone acetate injectable suspension/150/mg/ml (ndc: 70121-1480-1, batch/lot: 240076, expiration date: feb-2026 and serial number: (B)(6) for an unknown indication. Co-suspect medication, concomitant medication, current conditions, historical medication, medical history, history of procedures, allergies, smoking/alcohol consumption, recreational drug use, and laboratory tests were not reported. It was reported that on (B)(6) 2024 consumer received this sealed medication from the pharmacy. On (B)(6) 2024 while administering this medication to the patient nurse noticed that medication started leaking at the connection between needle and syringe. The consumer received only a quarter of the medication. She did not request a replacement. Agreed to send the defective medication back to us. Last action taken with medroxyprogesterone acetate prefilled single-dose syringe in relation to device leakage and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome for the events device leakage and no adverse event was unknown. The reporter did not provide the causality of device leakage and no adverse event with medroxyprogesterone acetate prefilled single-dose syringe. This case was considered as serious. The reportability of this case was expedited.